Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that the original surgery was on (B)(6) 2021. Went in for wash out on (B)(6)2021 and changed poly, metal liner, head, and screws. Explanted due to recurrent infection, convert to abx spacer. Doi: (B)(6) 2021 (stem, cup). Dor: (B)(6) 2021 1st revision (head, bi mentum liner, dual mobility liner, 2 screws). (B)(6) 2021 2nd revision (head, bi mentum liner, dual mobility liner, 2 screws, stem, cup). Affected side: right hip.